Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had perforated her fallopian tube") and embedded device ("embedded within the lumen is a metallic coil.") In a 27-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2013), cesarean section, bipolar affective disorder, depression and trauma. Previously administered products included for contraception: depo-provera from (B)(6) 2015 to (B)(6) 2018; for an unreported indication: ibuprofen from 2003 to (B)(6) 2018, tylenol from 2003 to (B)(6) 2018 and tramadol from 2003 to 2016. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included body mass index normal, procedural pain since (B)(6) 2015, vaginal candidiasis since (B)(6) 2015 and nonsmoker. Concomitant products included anaesthetics (anesthesia), bupivacaine (marcaine), diazepam (valium), ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine and ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("chronic and severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and rash ("rash or skin conditions"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("constant severe vaginal pain") and abdominal pain lower ("constant severe lower abdomen pain"). The patient was treated with vicodin, surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, weight increased and rash had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Computerised tomogram - on (B)(6) 2015: normal with the exception of 12 mm follicle. Hysterosalpingogram - on (B)(6) 2016: perforation (fallopian tube) ultrasound scan - on (B)(6) 2015: normal with the exception of 12 mm follicle. On (B)(6) 2015, hysterosalpingogram showed scout image of the pelvis shows presence of essure inserts in the bilateral adnexal regions. The bowel gas pattern is non obstructive. No free air is seen. The "hysterosalpingogram" shows normal contour of the endometrial cavity. There is no filling defect identified. There is no contrast identified in the left fallopian tube in this exam. No spillage of contrast into the peritoneal cavity is seen on the left side. There is contrast opacification· of the right fallopian tube. Spillage of contrast ln the peritoneal cavity is seen from the right fallopian tube. Hysterosalpingogram: on (B)(6) 2015 and (B)(6) 2016. Unilateral occlusion (left tube occluded), perforation (fallopian tube).october, right side not occluded, retest in 3 months. (B)(6), right side still not occluded ((B)(6) 2015 and (B)(6) 2016) concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had perforated her fallopian tube") and embedded device ("embedded within the lumen is a metallic coil.") In a (B)(6) year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2013), cesarean section, bipolar affective disorder, depression and trauma. Previously administered products included for contraception: depo-provera from (B)(6) 2015 to (B)(6) 2018; for an unreported indication: ibuprofen from 2003 to (B)(6) 2018, tylenol from 2003 to (B)(6) 2018 and tramadol from 2003 to 2016. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included body mass index normal, procedural pain since (B)(6) 2015, vaginal candidiasis since (B)(6) 2015 and nonsmoker. Concomitant products included anaesthetics (anesthesia), bupivacaine (marcaine), diazepam (valium), ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine and ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("chronic and severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and rash ("rash or skin conditions"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("constant severe vaginal pain") and abdominal pain lower ("constant severe lower abdomen pain"). The patient was treated with vicodin, surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, vulvovaginal pain and abdominal pain lower outcome was unknown and the pelvic pain, weight increased and rash had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Computerised tomogram - on (B)(6) 2015: normal with the exception of 12 mm follicle. Hysterosalpingogram - on (B)(6) 2016: perforation (fallopian tube). Ultrasound scan - on (B)(6) 2015: normal with the exception of 12 mm follicle. On (B)(6) 2015, hysterosalpingogram showed scout image of the pelvis shows presence of essure inserts in the bilateral adnexal regions. The bowel gas pattern is non obstructive. No free air is seen. The hyeterosalpingogram shows normal contour of the endometrial cavity. There is no filling defect identified. There is no contrast identified in the left fallopian tube in this exam. No spillage of contrast into the peritoneal cavity is seen on the left side. There is contrast opacification· of the right fallopian tube. Spillage of contrast ln the peritoneal cavity is seen from the right fallopian tube. Hysterosalpingogram: on (B)(6) 2015 and (B)(6) 2016. Unilateral occlusion (left tube occluded), perforation (fallopiantube).october, right side not occluded, retest in 3 months. March, right side still not occluded ((B)(6) 2015 and (B)(6) 2016) concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower and pelvic pain. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs and medical records received: new reporters, patient demographic information, historical conditions, concomitant conditions, product indication updated, lot no, treatment drugs, concomitant drugs, new events vaginal bleeding, menorrhagia, dysmenorrhea, nickel allergy, rash, vulvovaginal pain and abdominal pain lower added. Outcome for the events rash, pelvic pain and weight increased added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil had perforated her fallopian tube/ perforation (fallopian tube) (s)') and embedded device ('embedded within the lumen is a metallic coil.') In a 27-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 (b)(6 2013), cesarean section, bipolar affective disorder, depression and trauma. Previously administered products included for contraception: depo-provera from 6-feb-2015 to 23-apr-2020; for an unreported indication: ibuprofen from 2003 to (B)(6) 2020, tylenol from 2003 to (B)(6) 2020 and tramadol from 2003 to 2016. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included vaginal candidiasis since (B)(6) 2015, procedural pain since (B)(6) 2015, body mass index normal and nonsmoker. Concomitant products included (), diazepam (valium), ketorolac tromethamine (toradol), lidocaine and ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic and severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and rash ("rash or skin conditions") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("constant severe vaginal pain"), abdominal pain lower ("constant severe lower abdomen pain"), methylenetetrahydrofolate reductase gene mutation ("methyl mutations to nsaids"), hypoaesthesia ("numbness"), flank pain ("flank pain"), back pain ("mid back pain"), dehydration ("dehydration"), hot flush ("hot flashes"), night sweats ("night sweat") and erythema ("ears turns red almost purple "). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, vulvovaginal pain, abdominal pain lower, methylenetetrahydrofolate reductase gene mutation, hypoaesthesia, flank pain, back pain, dehydration, hot flush, night sweats and erythema outcome was unknown and the pelvic pain, weight increased and rash had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dehydration, dysmenorrhoea, embedded device, erythema, fallopian tube perforation, flank pain, hot flush, hypoaesthesia, menorrhagia, methylenetetrahydrofolate reductase gene mutation, night sweats, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Computerised tomogram - on (B)(6) 2015: results: normal with the exception of 12 mm follicle.. Hysterosalpingogram - on (B)(6) 2016: results: perforation (fallopian tube); in march 2016: right side still not occluded and noted perforation. Ultrasound scan - on (B)(6) 2015: results: normal with the exception of 12 mm follicle.. On (B)(6) 2015, hysterosalpingogram showed scout image of the pelvis shows presence of essure inserts in the bilateral adnexal regions. The bowel gas pattern is non obstructive. No free air is seen. The hyeterosalpingogram shows normal contour of the endometrial cavity. There is no filling defect identified. There is no contrast identified in the left fallopian tube in this exam. No spillage of contrast into the peritoneal cavity is seen on the left side. There is contrast opacification· of the right fallopian tube. Spillage of contrast ln the peritoneal cavity is seen from the right fallopian tube. Hysterosalpingogram: on (B)(6) 2015 and (B)(6) 2016. Unilateral occlusion (left tube occluded), perforation (fallopiantube).october, right side not occluded, retest in 3 months. March, right side still not occluded (B)(6) 2015 and (B)(6) 2016) concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower and pelvic pain. Batch no :c35236 production date:2013-03-04 expiration date :2017-03-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: reporter added from social media: event was added- hot flashes, night sweats and ears turns red almost purple. Reporter added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil had perforated her fallopian tube/ perforation (fallopian tube) (s)') and embedded device ('embedded within the lumen is a metallic coil.') In a 27-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2013), cesarean section, bipolar affective disorder, depression and trauma. Previously administered products included for contraception: depo-provera from 6-feb-2015 to 9-mar-2020; for an unreported indication: ibuprofen from 2003 to (B)(6) 2020, tylenol from 2003 to (B)(6) 2020 and tramadol from 2003 to 2016. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included vaginal candidiasis since (B)(6) 2015, procedural pain since (B)(6) 2015, body mass index normal and nonsmoker. Concomitant products included anaesthetics, diazepam (valium), ketorolac tromethamine (toradol), lidocaine and ondansetron (zofran) from july 2015 to august 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic and severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and rash ("rash or skin conditions") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("constant severe vaginal pain"), abdominal pain lower ("constant severe lower abdomen pain"), methylenetetrahydrofolate reductase gene mutation ("methyl mutations to nsaids"), hypoaesthesia ("numbness"), flank pain ("flank pain"), back pain ("mid back pain") and dehydration ("dehydration"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, vulvovaginal pain, abdominal pain lower, methylenetetrahydrofolate reductase gene mutation, hypoaesthesia, flank pain, back pain and dehydration outcome was unknown and the pelvic pain, weight increased and rash had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dehydration, dysmenorrhoea, embedded device, fallopian tube perforation, flank pain, hypoaesthesia, menorrhagia, methylenetetrahydrofolate reductase gene mutation, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Computerised tomogram - on (B)(6) 2015: results: normal with the exception of 12 mm follicle.. Hysterosalpingogram - on (B)(6) 2016: results: perforation (fallopian tube); in (B)(6) 2016: right side still not occluded and noted perforation. Ultrasound scan - on (B)(6) 2015: results: normal with the exception of 12 mm follicle.. On (B)(6) 2015, hysterosalpingogram showed scout image of the pelvis shows presence of essure inserts in the bilateral adnexal regions. The bowel gas pattern is non obstructive. No free air is seen. The hyeterosalpingogram shows normal contour of the endometrial cavity. There is no filling defect identified. There is no contrast identified in the left fallopian tube in this exam. No spillage of contrast into the peritoneal cavity is seen on the left side. There is contrast opacification· of the right fallopian tube. Spillage of contrast ln the peritoneal cavity is seen from the right fallopian tube. Hysterosalpingogram: on (B)(6) 2015 and (B)(6) 2016. Unilateral occlusion (left tube occluded), perforation (fallopian tube).october, right side not occluded, retest in 3 months. March, right side still not occluded ( (B)(6) 2015 and (B)(6) 2016). Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : events added- hypoaesthesia, methylenetetrahydrofolate reductase gene mutation, mid back pain, dehydration. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil had perforated her fallopian tube/ perforation (fallopian tube) (s)') and embedded device ('embedded within the lumen is a metallic coil.') In a 27-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2013), cesarean section, bipolar affective disorder, depression and trauma. Previously administered products included for contraception: depo-provera from (B)(6) 2015 to (B)(6) 2020; for an unreported indication: ibuprofen from 2003 to (B)(6) -2020, tylenol from 2003 to (B)(6) 2020 and tramadol from 2003 to 2016. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included vaginal candidiasis since (B)(6) 2015, procedural pain since (B)(6) 2015, body mass index normal and nonsmoker. Concomitant products included anaesthetics, diazepam (valium), ketorolac tromethamine (toradol), lidocaine and ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic and severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and rash ("rash or skin conditions") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("constant severe vaginal pain"), abdominal pain lower ("constant severe lower abdomen pain"), methylenetetrahydrofolate reductase gene mutation ("methyl mutations to nsaids"), hypoaesthesia ("numbness"), flank pain ("flank pain"), back pain ("mid back pain") and dehydration ("dehydration"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, vulvovaginal pain, abdominal pain lower, methylenetetrahydrofolate reductase gene mutation, hypoaesthesia, flank pain, back pain and dehydration outcome was unknown and the pelvic pain, weight increased and rash had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dehydration, dysmenorrhoea, embedded device, fallopian tube perforation, flank pain, hypoaesthesia, menorrhagia, methylenetetrahydrofolate reductase gene mutation, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Computerised tomogram - on (B)(6) 2015: results: normal with the exception of 12 mm follicle. Hysterosalpingogram - on (B)(6) 2016: results: perforation (fallopian tube); in (B)(6) 2016: right side still not occluded and noted perforation. Ultrasound scan - on (B)(6) 2015: results: normal with the exception of 12 mm follicle.. On (B)(6) 2015, hysterosalpingogram showed scout image of the pelvis shows presence of essure inserts in the bilateral adnexal regions. The bowel gas pattern is non obstructive. No free air is seen. The hyeterosalpingogram shows normal contour of the endometrial cavity. There is no filling defect identified. There is no contrast identified in the left fallopian tube in this exam. No spillage of contrast into the peritoneal cavity is seen on the left side. There is contrast opacification· of the right fallopian tube. Spillage of contrast ln the peritoneal cavity is seen from the right fallopian tube. Hysterosalpingogram: on (B)(6) 2015 and (B)(6) 2016. Unilateral occlusion (left tube occluded), perforation (fallopian tube).(B)(6), right side not occluded, retest in 3 months. (B)(6), right side still not occluded ((B)(6) 2015 and (B)(6) 2016) concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower and pelvic pain. Batch no :c35236 production date:2013-03-04 expiration date :2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had perforated her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic and severe pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.